Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela main for investigation and installed into a vela test unit. Powered in service mode and viewed event error log, ¿vent inop, motor fault, xdcr fault¿event recorded. Inspected and powered up the unit with settings during the reported event and duplicated the complaint. Perform xdcr exhalation differential pressure transducer calibration per service manual and failed due to a bad turbine interface pcba. Turbine interface board corruption is a known issue and has been addressed an internal action.

Event description:
The customer reported that while in pt use, the ventilator "operation failure" alarm occurred and the ventilation stopped. Attended nurse immediately switched to ambu bag and the pt was not harmed.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the turbine to fix the reported issue. The carefusion failure analysis tech will evaluate the alleged part if it is returned to the manufacturer.